Event description:
Customer reported that the 840 ventilator was inoperative. The customer reported to have replaced the graphical user interface (gui) pcb. Covidien installed the software only and conducted the final testing.